Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID# (B)(4).

Event description:
The patient presented to the emergency room on (B)(6) 2019 with increased dyspnea, and the patient was determined to be in acute chronic heart failure with elevated troponins. A non-st elevation myocardial infarction was diagnosed. A 90-95%, type c lesion was noted in the midportion of the right coronary artery (rca) through angiography on (B)(6) 2019. An attempt was made to perform percutaneous coronary intervention; however, the lesion was not able to be crossed with a balloon catheter. Orbital atherectomy with an orbital atherectomy device and viperwire guide wire was then performed via radial approach. As the oad and guide wire were removed, it was noted that a section of the guide wire had unraveled and remained in a branch of the distal rca. Percutaneous transluminal coronary angioplasty was performed, and stents were placed in the rca to complete treatment of the lesion. Attempts were then made to retrieve the fragment of the guide wire using various techniques. During an attempt that involved inflating a balloon with low pressure to pull the wire out, there was a concern for possible perforation since extravasation of contrast was observed. An echocardiogram did not indicate any significant pericardial effusion or tamponade. Retrieval of the fragment was abandoned, and the patient was transferred to the intensive care unit and was discharged home the following day with no chest pain or shortness of breath.

Manufacturer narrative:
The reported guide wire was received for analysis. It was observed that the spring tip of the guide wire was fractured and was not returned. Scanning electron microscopy of the fractured end of the guide wire showed excessive torsional damage and stress, consistent with the type of damage seen with an oad driveshaft spinning into a guide wire spring tip that results in a fracture. No residual adhesive or evidence or rotational markings distal to the adhesive bond were observed. Previous analysis demonstrated it is possible for the spring tip to fracture cleanly and still be intact off the core wire when the driveshaft comes into contact with the spring tip. After analysis, the complaint of the guide wire fracture was confirmed, however, the complaint of the possible perforation could not be conclusively confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).